Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the unit was "switched on", it did not power up and the unit was emitting an odor similar to a sulphur smell. The unit was switched off and was not used for the procedure. As a result, an alternate device was employed. The surgical procedure as completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.